Event description:
Livanova deutschland received report that a s5 single roller pump showed alarm error code 442 and then it stopped. The issue occurred during set-up. There is no report of any patient injury.

Manufacturer narrative:
A.1.- a.5.: patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the single roller pump. The event occured in mongolia. Livanova has initiated an investigation.